Event description:
During use the wire broke at fenestrated bipolar jaw. [Redacted date] uses displayed on the robotic screen. Instrument removed from field; manager notified. Instrument given to supply coordinator.